Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection of fortum (1 gm. Ongoing, route and frequency not reported) for the peritonitis. The patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.